Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: l5g 3h5 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear). Shell thickness was within specification. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported "tight inferomedial capsular contracture", baker grade iii.